Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging meter would not do anything. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.